Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 07-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium based on the sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 5 colony forming units(cfu) as comprising of the following 5 isolates: 1 positive cocci staphylococcus hominis. 2 positive rods paenibacillus provencensis. 3 positive rods unidentified. 4 positive cocci dermacoccus nishinomiyaensis. 5 negative rods unidentified. Study number: (B)(4). The long term loaner duodenoscope was received by pentax medical for evaluation on 12-aug-2019. The duodenoscope was inspected by pentax medical service on 15-aug-2019 and the following inspection findings were documented: distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, lightguide prong cover glass set loose, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope underwent repairs including the following components: distal case/cap, o-ring(0.5x1.3). The video duodenoscope is currently awaiting qc final approval and organic resampling as of (B)(6) 2019.